Manufacturer narrative:
Upon receiving the product in biosense webster lab on december 18th 2014, it was noticed that a hole approximately 1.5 mm wide and 0.62 mm high was found in the needle puncture approximately 2.5 cm from the tip of the needle puncture. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
Manufacturer ref # (b)(64). It was reported that during an atrial fibrillation (afib) procedure, the first preface wire could not cross through femoral vein to inferior vena cava and after changing the first preface sheath, the second sheath was found that the tip became deformed and opposite to the angle of puncture needle at atrial septal. The case was completed by changing the sheath without any patient consequence. Biosense webster decided to report this event since there maybe potential harm when using defected sheath as may lead to increased risk of perforation, if the physician proceeds with the case. Preface sheath# 1: upon receipt, the sheath introducer was visually inspected and no damages were observed. The vessel dilator presented a pin hole 2.5 cm from the distal end. Then per the reported event, a sem testing was performed and the results showed that the stretched/elongated condition on the perforation surrounding borders of the external surface suggested that an unknown object coming from the proximal to the distal forced its way from the inside to the outside. No other anomalies were observed. Furthermore, due to the damage observed, a functional testing could not be performed. The outer diameter's of the sheath introducer and vessel dilator were measured and were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, it remains unknown the root cause of the pin hole. Preface sheath# 2: upon receipt, the sheath introducer and vessel dilator were visually inspected and both presented a kinked/bent condition about 3 cm from the distal end. Based on the event description, the kinked/ bent condition could be attributed to the deformation reported by the customer. However, this is not conclusive. No other anomalies were observed on the device. The outer diameter's of the sheath introducer and vessel dilator were measured and were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the first preface wire could not cross through femoral vein to inferior vena cava and after changing the first preface sheath, the second sheath was found that the tip became deformed and opposite to the angle of puncture needle at atrial septal. The case was completed by changing the sheath without any patient consequence. Biosense webster decided to report this event since there maybe potential harm when using defected sheath as may lead to increased risk of perforation, if the physician proceeds with the case.

Manufacturer narrative:
(B)(4).